Event description:
Pt was having a MRI of right lower extremity joint without contrast. During the test, the pt stated pt was getting very warm. After completion of the MRI, the pt was examined. Pt was found to have burn with blisters on upper, inner thighs bilaterally.